Manufacturer narrative:
The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted and replaced due to pocket hematoma.